Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was changing screens while not being interacted with. Customer's blood glucose was 98 mg/dl. No additional information was provided by the customer.